Event description:
The customer stated that she dropped her meter into a stream and was receiving erratic readings. She received blood glucose readings of 524 and 46 mg/dl within 5 minutes of each other. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The customer no longer had the bottle of strips, but the meter will be returned for eval, and a replacement meter will be sent.